Manufacturer narrative:
Upon further review, it was determined that the patient was the initial reporter for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. (B)(4).

Event description:
The manufacturer's representative (rep) reported the discomfort of the implantable neurostimulator (ins) being too hot while charging. There was a bee sting sensation in the pocket. There were no signs of swelling, redness, or warmth at the ins pocket. The patient charged the ins over a t-shirt. It was noted the patient used a belt and there was nothing on top of that while recharging. This was felt even while the stimulator was turned off. The rep had the patient try applying pressure to the ins to see if that would replicate the bee sting feeling and it did not. But, the patient also offered that if she touched or bumped the ins that it felt sore. The rep indicated the ins was close to the skin and the area looked good. This patient recharged around once a week and the battery level was 1/4-1/2. When the patient recharged, they did not see the thermometer icon. The antenna was damaged and replaced. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.